Event description:
It was reported by the patient that three days post implant, the right ventricular (rv) left bundle branch lead "fell out" and was explanted and replaced. It was further noted that when they bend over or does any activities "my heart rate goes up to one hundred and ten beats per minute (bpm) or one hundred and fifteen bpm, so I know what that feels like." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w1sr01 ipg; implanted (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.